Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any further information is provided or the device is returned, the complaint report will be updated.

Event description:
As reported: "drill bit fracture. Tip of the device remained in bone, osteotomy and rescue." Additionally a 45 minute delay was reported.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "drill bit fracture. Tip of the device remained in bone, osteotomy and rescue." Additionally a 45 minute delay was reported.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any further information is provided or the device is returned, the complaint report will be updated.

Event description:
As reported: "drill bit fracture. Tip of the device remained in bone, osteotomy and rescue." Additionally a 45 minute delay was reported.